Event description:
Info received indicates the bed has no hi/low, trendelenburg or reverse trendelenburg functions.

Manufacturer narrative:
The technician replaced the high voltage board to repair the bed.